Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, no patient information will be provided.

Event description:
It was reported that alaris syringe pump read the almost full 50 cc syringe as having .45cc remaining of an unspecified medication. Pump sent to vendor. Pump still at vendor on 7/14. Plunger assembly broken. "Pump infused volume too fast". Although requested no further information was provided.